Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was automatically turns on and off. A field service engineer cleared the dust and debris and order a new bio ID to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary station was experienced the automatic power cycle issue. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.